Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred and it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose (bg) was 400-600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer addressing the elevated bg by bolusing via the pump. Customer went to the emergency and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolve the issue and there was no permanent damage. The customer reverted to manual insulin therapy. Multiple follow-up attempts were made by tandem technical support to verify customer's release date from the hospital; however, no response was received.